Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The patient's family member alleged that the device was not appropriate to be used for the patient and that the device caused the patient's death. Follow-up was attempted for additional information, but no additional information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient experienced a behavioral effect following deep brain stimulation (dbs). It was unknown what factors may have contributed to the event. No diagnostics/troubleshooting had been performed, no actions taken, and it was unknown if the event had resolved. No further patient complications were reported. Additional information was received from a patient's family member via a competent authority. The patient's family member stated that there was immediate danger to the patient's life. It was stated that for the previous two years the patient has been a resident at a nursing home and a place that also serves as a psychiatric institution. The patient was suffering from behavioral and psychiatric disorders accompanied by hallucinations and balance disorders. It was stated that the patient's symptoms were listed in the product labeling. The patient's family member also reported that they contacted the implanting neurosurgeon who told them the patient's symptoms were due to parkinson's disease.